Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implanted implantable neurostimulator (ins) was associated with a device site infection at the ins site. The patient was hospitalized due to the infection and was prescribed antibiotics while inpatient. The physician removed the ins but did not remove the paddle lead because the physician was not a neurosurgeon. The pocket was washed out, the tail wires were capped using an extension kit, and the extension kit was cut to remove extra length. The issue was reported as resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.